Event description:
The event is reported as: complaint alleges: the complainant claimed that when the 2410 comfort flo system circuit disconnected, neptune unit never alarmed. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.